Manufacturer narrative:
Insulin pump alarmed failed self-test during self-test due to faulty electrical component on the radio frequency board. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test twice. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.